Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer called in about the auto mode that it wont stop giving insulin even he was getting to 60 mg/dl sensor glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.